Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 250 mg/dl on (B)(6) 2013 between 10:00 ¿ 11:00 pm. The patient reportedly bolused for the elevated bg and then went to bed without properly monitoring for bg response to treatment. The patient then reportedly woke at 04:45 am with elevated bg of 458 mg/dl. The patient changed the site/set and administered a manual injection of 10 units of insulin. The patient also reported bolusing 32 units insulin. The patient then reportedly woke at 6:00 am with vomiting. The patient reported being admitted to the hospital on (B)(6) 2013 and discharged on (B)(6) 2013. The patient reported contributing factors to the elevated bg of treatment for a urinary tract infection on (B)(6) 2013 and healthcare provider (hcp) had made adjustments to the pump¿s basal settings the prior week to prevent low bg. The patient stated she is working with the hcp on ¿fine tuning¿ the pump since beginning insulin pump therapy in (B)(6) 2012. The patient reported the insulin-to-carbohydrate ratio setting in the pump was being evaluated by the hcp as the patient has had a change in weight due to intentional weight loss. This complaint is being reported because the patient experienced elevated bg and hospitalization for bg-related issues while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016.device evaluation: the device has been returned and evaluated by product analysis on 01/28/2016 with the following findings: review of the black box data and history revealed the last basal delivery was recorded on (B)(6) 2016 at 04:17 pm. The date of the reported event had been overwritten. The total daily dose appeared to be inaccurate due to the incorrect time and date settings being entered into the pump after a time/date reset on (B)(6) 2015 at 05:28 pm. On investigation, the pump powered on normally. Ez-prime steps were performed correctly. No errors, alarms or warnings occurred during investigation. The pump was exercised for 24 hours on a 1 unit-per-hour basal program and correctly delivered 24 units during testing. Normal bolus and audio bolus were tested and found to be delivered and recorded correctly. The pump was found to be delivering accurately and within the required specifications. Investigation was not able to duplicate any pump malfunction. Unrelated to the original complaint, the display screen was noted to be dim/faded and discolored.